Event description:
Inbound. Patient reports that both cadd pumps alarmed with no disposable displayed on screen, despite troubleshooting, alarm persisted after 2nd cassette was mixed and started on pump, patient will mix a third cassette using a cassette from a different shipment to use on pump for remodulin infusion. No further details provided.